Manufacturer narrative:
The reported event of unable to implant was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that during initial implant procedure, the right ventricular (rv) lead was unable to be implanted for unknown reasons. The lead was not used or replaced. The patient status was unknown.